Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, during a stenting procedure the smart control (6x100 120) self-expanding stent (ses) failed to deploy at the time of release, the stent could not be release. There was no reported patient injury. The device will be returned for analysis. Initially, the patient was admitted to hospital due to right superficial femoral artery occlusion. Per additional information received, "the smart stent was pre-maturely deployed but it could not be deployed full." The device was prepped according to instructions for use (IFU). The device was not being used for treatment of a chronic total occlusion. There were no anomalies noted after the device was delivered to the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The ses did not advanced past the lesion and it was not withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as per IFU. There was no unusual force applied during deployment of the stent. The tantalum markers (smart control) were observed to open symmetrically. The device was easily removed from the patient intact (in one piece). There are no pictures available of the device used. The target lesion was the superficial femoral artery (sfa). There was no vessel level of calcification, tortuosity or vessel angulation. One non-sterile ses smart control 6x100 120 was received for analysis inside a plastic bag. Per visual analysis, the unit was received not deployed. The locking pin was positioned in place. No partial deployment noted. No other anomalies were found. A functional deployment test was successfully performed on the received unit. A device history record (DHR) review of lot 17415235 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ was not confirmed. Was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. It was noted that the returned product had locking pin positioned in place. Per the instructions for use (IFU) use ¿select stent size, measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. Slack removal a. Advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target stricture site. Stent deployment a. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. The device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17415235) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a stenting procedure the smart control (6x100 120) self-expanding stent (ses) failed to deploy at the time of release, the stent could not be release. There was no reported patient injury. The device will be returned for analysis. Initially, the patient was admitted to hospital due to right superficial femoral artery occlusion. After procedure ¿patient is safe and decide to follow up the observation after treatment¿. Per additional information received on 30-nov-2017 per affiliate: "the smart stent was pre-maturely deployed but it could not be deployed full." The device was prepped according to instructions for use (IFU). The device was not being used for treatment of a chronic total occlusion. There were no anomalies noted after the device was delivered to the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The ses did not advanced past the lesion and it was not withdrawn back into the lesion prior to stent deployment. The user hold the handle of the smart control sds flat and straight outside the patient as per IFU. There was no unusual force applied during deployment of the stent. The tantalum markers (smart control) were observed to open symmetrically. The device was easily removed from the patient intact (in one piece). The target lesion was the superficial femoral artery (sfa). There was no vessel level of calcification, tortuosity or vessel angulation.